Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor leaking oil and contaminating the motor home switch. The testing could not be completed to the leak. The insulin pump was received with a loose and flush motor support disk, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported a motor error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.